Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the initial trochanteric fixation nail (tfn) surgery performed on (B)(6) 2016 to treat proximal femur fracture, the helical blade got stuck inside the trochanteric fixation nail. During the procedure, the surgeon assembled the aiming arm, blade guide sleeve, compression nut, helical blade inserter, helical blade coupling screw, guide wire, trocar, cannulated connecting screw and insertion handle as per instructions to implant helical blade and nail. When the surgeon was inserting the helical blade it wouldn't go through the nail. The surgeon kept hammering but the helical blade still wouldn't go through and got stuck inside the nail. The surgeon believes the instruments which were used to implant the nail and helical blade may be worn out and loose; they are not maintaining their integrity in terms of tightness and because of that there might be misalignment. At this point the surgeon decided to take out the nail and blade. When surgeon was taking out the nail the locking mechanism of the nail broke inside the nail. All of the broken pieces were retrieved. The surgeon then requested a different instrument set and implanted a new 95mm helical blade and a new tfn nail. Reportedly there was between a surgical delay of forty-five (45) to sixty (60) minutes due to the reported issues. The patient's surgery was also complicated because of her preexisting pulmonary embolism treated with blood thinners and patient's refusal of blood transfusion prior to surgery because of her religion. Surgery was completed successfully with no other medical intervention. It took a while to stabilize patient after the surgery as patient lost extra blood due to her preexisting condition of pulmonary embolism and due to surgical delay caused by reported issues. This is report 3 of 11 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject devices. The returned instruments were examined and the construct was able to be to be assembled and found to target the nail¿s proximal locking as intended. Upon further examination the following deficiencies were identified with the returned devices: nail: broken locking mechanism, aiming arm: significant wear resulting in a loose connection with the buttress/compression nut/guide sleeve assembly, 11.0mm/3.2mm wire guide and 3.2mm trocar: missing yellow epoxy color coating, helical blade inserter: broken locating pin for alignment indicator. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The remainder of the devices (listed below) showed no defects of deficiencies which may have contributed to the reported complaint condition, as such the complaints of loose relevant to the following devices are unconfirmed:helical blade (456.305 lot h088969), blade guide sleeve (357.369 lot 5009622), buttress/compression nut (357.371 lot 4941439), helical blade coupling screw (357.377 lot is10280), cannulated connecting screw (357.397 lot 6649035), insertion handle (357.411 lot 4762525), nut for shaft (360.244.2 lot unknown). The 130 degree aiming arm (357.366) is part of the trochanteric fixation nail system and is used to achieve the proper angle for inserting the helical blade for proximal locking of the nail and a locking bolt/screw for distal locking of short nails. The 130 degree aiming arm is one of three aiming arms available in the system (125 degree - 357.365 and 135 degree - 357.367). After the nail is inserted into the femur, the aiming arm is attached to the insertion handle and a buttress/compression nut (357.371) and blade guide sleeve (357.369) assembly are inserted through the aiming arm and locked into position. A helical blade can be inserted and locked into the nail following insertion of a guide wire and predrilling. The returned aiming arm was assembled with the returned buttress compression nut and guide sleeve and the assembly was found to be loose. Upon further examination to aiming arm showed significant wear in the cannula and on the locking slide plate. The returned buttress/compression nut and guide sleeve assembly were tested with a known good aiming arm (357.366 lot 4567002) and was found to form a rigid construct, as such the complaint condition for the returned aiming arm is confirmed. No definitive root cause was able to be determined however the failure mode is typically associated with wear and tear in a multi-use instrument. Relevant drawings for the returned devices were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4). Manufacturing date: may 24, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.